Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis (dka). Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7/ page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
Patient reported having to be hospitalized after their blood glucose level reached over 500mg/dl. Patient was throwing up and losing consciousness. Patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin, fluids, and electrolytes due to being dehydrated. Pod worn between 4 and 24 hours.